Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, ''approximately 1 year and 6 months post-implant of a 29 mm sapien m3 valve in mitral position. The patient was involved in a motor vehicle accident with nondisplaced sternal fracture. Tte on shows mean main gradient of 19 mmg, mild-moderate bioprosthetic valve regurgitation and intravalvular and paravalvular leak''. Central leak: per the instructions for use (IFU), valve regurgitation or transvalvular leak is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, patient had the history of hyperlipidemia and type ii diabetes. These are well known factors that may increase the risk of leaflet calcification/thickening, that may result in central regurgitation. Additionally, it is unknown if the impact during the accident may have contributed to the reported event. Increase gradient: it is normal to have a small gradient across a prosthetic valve after implant. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradient may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, patient's co-morbidities such as diabetes and hyperlipidemia are known factors that increase risk of tissue calcification leading to leaflet thickening. Thickened leaflets may contribute to the narrowing of effective valve orifice, causing the pressure on the front of the valve to build up as blood is being forced through the narrow opening, leading a pressure difference (gradient) across the thv. Furthermore, central regurgitation can disrupt the blood flow leading to an increase in gradient across the mitral valve. As such, available information suggests that patient factors (diabetes, hyperlipidemia, disrupted flow due to central regurgitation) may have contribute to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from a clinical study, approximately 1 year and 6 months post-implant of a 29 mm sapien m3 valve in mitral position. The patient was involved in a motor vehicle accident with nondisplaced sternal fracture. Transthoracic echocardiogram (tte) shows mean main gradient of 19 mmhg, mild-moderate bioprosthetic valve regurgitation and intravalvular and paravalvular leak. The patient's heart rate during study was in the 90's. A repeat tte was recommended.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.